Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision.

Event description:
A customer contacted third-party service agent for service of their device. Upon initial evaluation, it was observed that the device would not power on. There was no patient involvement in the reported event.

Event description:
A customer contacted third-party service agent for service of their device. Upon initial evaluation, it was observed that the device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Section d10 additional mfg narrative of initial MDR indicates: a third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision. Section d10 additional mfg narrative of initial MDR should indicate: a third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision. Physio-control contacted the customer for additional information about the device dispositioning, but has not yet received a response. A cause of the reported issue could not be determined.